Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the hf unit "esg-400¿ had poor cementing of the bending section cover and the bending tube/ angulation wires need adjusting. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the generator displays error code e433. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the generator displayed error code e433. The error can be traced back to the high voltage power supply (hvps) board. Burn marks are identified near the components d24 and d25. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty hvps board. Olympus will continue to monitor the field performance of this device.